Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to be paired with the mymerlin mobile application and also was unable to be interrogated in the clinic. No intervention has been performed at this time, and the patient was stable with no consequences.